Event description:
It was reported that metal pieces from the unit broke off into the patient, but all pieces were flushed out and the surgery was completed successfully with no medical intervention or adverse consequences.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The cutter was visually inspected for damages, and the teeth appear to be worn due to flaking. Also, interference was seen on the distal window of the outer shaft. Unable to function test the cutter due to the interference. The probable root cause could be bone/tissue got caught between the tip and housing causing the interference. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that metal pieces from the unit broke off into the patient, but all pieces were flushed out and the surgery was completed successfully with no medical intervention or adverse consequences.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.